Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited atrial under-sensing of atrial tachycardia/atrial fibrillation on presenting and stored electrograms (egm) , resulting in false terminations of atrial tachycardia /atrial fibrillation episode. It was further reported that there was suspect no capture on the right atrial (ra) lead. The ra lead remain in use. No patient complications have been reported as a result of this event.